Event description:
While attempting to insert a nasogastric tube using cortrak assistance, the rn observed the tube was drifting to the right on the screen. "The tube was not advanced and was removed." This was the third attempt and could not pass through the esophagus. The pt was coughing and the oxygen saturation began to drop. An x-ray was done showing a right pneumothorax. The pt reportedly was "very sick," had hypotension and severe sepsis. The cause of death was sepsis respiratory insufficiency and renal failure and was unrelated to the nasogastric tube placement.

Manufacturer narrative:
The cortrak was returned for eval and was found to function per specifications with no defects. The placement file was reviewed. Initially the placement starts below the 2nd tick mark. This indicates improper user technique in starting the cortrak late or after inserting the tube beyond the recommended start distance of five to ten centimeters into the pt's nostril. The placement file then shows the tube veering to the pt's right. At approximately 51 seconds, the tracing shows a severe deviation to the right of the pt's midline above the horizontal axis. This indicates placement of the tube tip into the right main stem bronchus as shown in the instructions provided with the feeding tube. The placement continues until the one minute point at which time the tube is pulled back. Review of the placement file would indicate that the tube was not retracted far enough and remained in the pt's trachea. Forward movement is again seen at approximately 1:23. A back and forth motion is noted with no forward progress until approximately the 2:05 mark. The tracing shows a deviation to the right of the pt's midline above the horizontal axis at approximately 2:14 into the placement record. The tracing reviewed is not indicative of a normal gi placement.